Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (259 mg/dl). The cause for elevated bg levels was unknown. Reportedly, the customer was unsure if the infusion set cannula properly went through the skin. Customer administered manual injections to address elevated bg levels. System check with tandem technical support was performed, and the pump functioned as intended.